Manufacturer narrative:
According to the complaint information a technical device failure seems likely. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported intermittencies and loss of hearing sensation after hearing a strange noise "like a motor" with the device. As per new information, no swelling or redness was noticed over the implant site. The user previously had good hearing performance, normal skin flap and good retention of the coil. Re-implantation is considered but no date has been scheduled yet. Recipient still has no access to sound, even with new processor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported intermittencies and loss of hearing sensation after hearing a strange noise "like a motor" with the device. Re-implantation is considered.